Manufacturer narrative:
B)(4)

Event description:
It was reported that the asymptomatic patient presented to the clinic and the right atrial lead exhibited oversensing. No intervention was reported. The patient would continue to be monitored.